Event description:
It was reported that during a stenting treatment procedure, stent dislodgement occurred. The 3.0mm, 90% stenosed, progressive target lesion was located in the non-tortuous and non-calcified mid left anterior descending (lad) artery. Following pre dilation with a maverick 2.5x20mm balloon the physician advanced the 3.0x12mm promus element stent delivery system (sds). Before the sds was advanced to the target lesion it was noted that the stent was no longer on the balloon. The dislodged stent was not able to be located using angiography. Guide catheter and sds were inspected and stent was not located. Procedure was completed with another 2.5x30mm promus element implanted in the lad. No patient complications were reported the patient status is stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device is a combination product.(B)(4).device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)